Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf pic failed self-test. The customer¿s blood glucose level was 235 mg/dl. Troubleshooting was performed and noticed performed self-test and it did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with rf pic failed selftest alarm during self test, problem isolated to the radio frequency board. However, unit received with normal operating currents, unit passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.